Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was involved in a fall and later began to experience minor withdrawal symptoms. During a patient visit, error messages were displayed on the programmer when the pump was inquired. Troubleshooting was attempted but the issue persisted. It was determined that the pump will be explanted at a later date.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that the issue was due to memory corruption caused by pump damage from the patient's fall. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).